Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2023-06170. It was reported the patient developed a hematoma during a trial on (B)(6) 2023. Patient had to have emergency surgery to evacuate the hematoma.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.